Event description:
It was reported that the ventilator was shutting down and then restarting on its own while connected to a pt. No pt harm reported. It is unk if the ventilator alarmed when the reported problem occurred.

Manufacturer narrative:
Na